Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using one chocolate balloon to treat a moderately calcified and slightly tortuous lesion in the proximal mid right common iliac artery, exhibiting 85% stenosis. A previous chocolate balloon had been used without issue to pre-dilate the lesion. The device was prepped and inspected per the IFU with no issues. A non-medtronic 6fr sheath and 0.018 guidewire were used. An non-medtronic inflation device was used with a saline contrast mix. Embolic protection was not used. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. Resistance was however felt as the physician attempted to remove the device. It was reported that during removal fromthe vessel, the nitonal cage detached from the balloon. It was reported that the detached portion of the device remained in the patient. No attempt was made to remove it. The procedure was completed by implanting a visi-pro device in the common iliac as initially planned. No patient injury was rep orted.